Manufacturer narrative:
As received articular surface shows signs of wear (nicked or gouged) dovetail feature is flared and shows slight discoloration. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The complaint issue of pain cannot be confirmed, and a definitive root cause cannot be determined with the limited information available in this legal complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen lps-flex femoral component, catalog #: 00576401652 lot #: 60802771. Nexgen stemmed tibial component, catalog #: 00595003702 lot #: 60790432. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02598, 0001822565-2016-02600.

Event description:
It is reported that the patient was revised due to pain. Attempts have been made and no further information has been provided.